Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 499 mg/dl. While troubleshooting high blood glucose, customer mentioned there were air bubbles present in tubing and reservoir. Approximate size of air bubbles were kind of long, however do not know how long it was. Customer successfully able to remove air bubbles from set. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.